Manufacturer narrative:
A ge rep evaluated the system and replaced the image intensifier. System operates as intended. (B) (4).

Event description:
The customer reported the images are blurry and a ticking sound is coming from the image intensifier. No pt injury was reported.